Manufacturer narrative:
The patient remains on an ungrounded patient cable awaiting a heart transplant. The replaced portion of the external distal end portion of the percutaneous lead, approximately 21 inches long, was returned for evaluation. The x-rays submitted by the health professional were reviewed and revealed no obvious areas of shield breakdown or potential damage. The replaced portion of the external distal end portion of the percutaneous lead, was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the percutaneous lead, approximately 2.5 inches from the metal connector revealed breaches to the insulation of the green and red wires. The green wire redundantly supports motor phase 1 and the red wire redundantly supports motor phase 3. Further analysis revealed that the observed wire damage appeared to be the result of repetitive flexing. The remaining wires were slightly abraded, but were otherwise unremarkable. If the exposed conductors of the green or red wires made contact with the braided shield while the patient was operating on the power module, the resulting short to ground would have resulted in the red heart alarms and pump stoppages that were confirmed through the log files that were provided by the health professional. The reported event also could have resulted from a phase-to-phase short if any of the exposed conductors made direct contact or simultaneous contact with the braided shield when on battery power or connected to the power module. It should also be noted that percutaneous lead wire damage that leads to a short-to-shield can trigger the driveline disconnect alarm on the system ¿pocket¿ controller. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that on (B)(6) 2016, the patient experienced a driveline disconnect alarm and pump stoppage. The patient was admitted to the hospital on (B)(6) 2016. A kink in the patient's percutaneous lead about 3-4 inches from the system controller was found. On (B)(6) 2016, a portion of the percutaneous lead was replaced. The patient was discharged a few hours later with no alarms. During the night of (B)(6) 2016, the patient experienced red heart alarms (low flow and pump off alarms), and was resolved with the patient changing positions. The patient was instructed to switch to battery power and was sent an ungrounded patient cable. The patient was moved to 1a status on the transplant list, and remains on an ungrounded patient cable awaiting a heart transplant. It was also reported that the patient is otherwise doing well.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 9 months. The pump remains in use supporting the patient. No further issues have been reported. Pump stoppage with driveline disconnect was confirmed through the analysis of the system controller log file. The event occurred while the patient was connected to the power module. Although a root cause for the event could not be conclusively determined through this evaluation, it should be noted that driveline wire damage that ultimately leads to a short-to-shield can trigger the driveline disconnect alarm on the system pocket controller. Examination of the x-rays provided by the hospital revealed no obvious areas of shield breakdown or potential damage. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient experienced a pump off alarm while lying down on their right side, and the alarm resolved after the patient stood up. X-rays submitted for review were unremarkable. The patient was asymptomatic. It was reported that no additional troubleshooting took place, and the patient's system controller was not changed. The patient was instructed to call the vad coordinator if there were any further alarms. No subsequent issues or alarms have been reported.